Event description:
It was reported that an occlusion alarm and a cartridge alarm occurred. Additionally, intermittent altitude alarms occurred despite the customer being within the labeled operating altitude range. It was also reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.